Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6).  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.3 ml 31g 8 mm whole unit 10bg 500 experienced a loose plunger, difficult plunger movement, and cannula breakage/pulls out. Product defects were noted during use. The following information was provided by the initial reporter: material no: 328438, batch no: 8316894. Verbatim: 0.3 cc 8 mm 31g, lot 8316894. Have a whole box with a number of issues. At times all of the following have occurred with roughly quarter to half of the syringes per bag: black rubber plungers keep coming unattached from the plastic rod. Plunger will be locked in place and just not move. Needles will come off when uncapping (snap off feature is too loose).

Manufacturer narrative:
Investigation summary: customer returned (39) loose 31g x 8mm, 0.3ml bd insulin syringes. Consumer reported the following: 1- black rubber plungers keep coming unattached from the plastic rod, 2- plunger will be locked in place and just not move, 3- needles will come off when uncapping (snap off feature is too loose). Out of the 39 returned samples 30 were selected and examined, and the following was observed: one syringe with the needle-hub/shield assembly separated from the barrel (no damage to the barrel tip), and one syringe with a disfigured stopper. No evidence of stopper separation was observed on the examined samples. The disfigured stopper could be an indication of why the customer reported the plunger rods being difficult to move. A review of the device history record was completed for batch# 8316894. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for dry barrels. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failures (hub separates and disfigured stopper). -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures (stopper separates) . As per investigation completed by manufacturing, "on 03 sep 2019, holdrege received two (39) loose 31g x 8mm, 0.3ml bd insulin syringes. The samples were decontaminated per hstr-17 and hqa-68 prior to evaluation. Out of the 39 returned samples 30 were selected and examined, and the following was observed: one syringe with the needle-hub/shield assembly separated from the barrel (no damage to the barrel tip), and one syringe with a disfigured stopper. Stopper separates defect: of 39 returned found (1) with a wrinkled stopper inside the barrel, pressed next to the tip of the plunger. When the stopper was removed, it remained in its deformed state. The stopper did have a light application of silicone as did the inside of the barrel. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: silicone gun was out of adjustment. Corrective action: l2l dispatch # 49670 was created on 06 jan 2019 to purge the silicone guns. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Hub separates defect: a visual evaluation of sample for (1) syringe with no needle assembly attached to it. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any core pin damage on the hub. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. L2l dispatch #49656 was created on 06jan2019 for raised shield/incomplete shield assembly issues. Root cause: the needle assembly press station was out of adjustment. Corrective action: needle assembly press station was adjusted to fully seat the needle assembly onto the barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. Capa1122103 was been opened on 16 aug 2019 to address this issue."

Event description:
It was reported that an unspecified number of syringe 0.3ml 31g 8mm wholeunit 10bg 500 experienced a loose plunger, difficult plunger movement, and cannula breakage/pulls out. Product defects were noted during use. The following information was provided by the initial reporter: material no: 328438 batch no: 8316894. Verbatim: 0.3 cc 8mm 31g lot 8316894 have a whole box with a number of issues. At times all of the following have occurred with roughly quarter to half of the syringes per bag: 1- black rubber plungers keep coming unattached from the plastic rod 2- plunger will be locked in place and just not move 3- needles will come off when uncapping (snap off feature is too loose).